Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, white particles in the outer surface of the device, and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one sharp opening. The fill inspection was performed and identified no blockage in the valve. A dimension measurement in the shell was performed which identified the shell thickness within specification. Based on the device analysis the final assessment is one sharp opening assessed as unidentified tear opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.